Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient had been found unresponsive by paramedics, treated with d50, and transported to the hospital. Reporter was calling to request assistance in disconnecting patient from the pump while in hospital, per the hospital physician¿s request. Customer support (cs) assisted reporter in disconnecting patient and removing battery from the pump. Cs advised reporter that patient should call when able to review the pump, to try and determine what may have caused hypoglycemic episode and to make sure her pump is ok for use. This complaint is being reported because a patient on pump therapy experienced hypoglycemia and is it unknown if the pump may have caused or contributed to this episode.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/16/2015: the device was returned to animas and evaluated by product analysis on 08/24/2015 with the following results: no defect found. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on 2015-07-20. Due to continued pump use the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.